Manufacturer narrative:
The reported complaint of no telemetry was confirmed. The device could not be interrogated via rf telemetry when received. After reloading device firmware, rf telemetry was restored. An analysis of the device image did not reveal any anomalies. Analysis of programmer logs found the switch to rf telemetry continually failed. Further testing found the device is still above elective replacement battery level. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Despite extensive testing the telemetry anomaly could not be reproduced and the cause is undetermined.

Event description:
During the initial implant procedure, the device was unable to be interrogated using multiple programmers. The device was exchanged to resolve the event and the patient was in stable condition.